Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated two days after the sensor was inserted, she developed an apparent allergic reaction, with bumps, raised areas, burning and itching. She called her doctor that same day, who advised her to remove the sensor and to take claritin. At the time of the contact she was feeling well. No additional patient or event information is available.